Event description:
It was reported that they were unable to shock the paddle. The device was in use at the time of the event, however, there was reportedly no patient harm.

Manufacturer narrative:
(B)(6).